Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited noise due to being dislodged. The lead was replaced and is not going to be returned.

Manufacturer narrative:
The right ventricular (rv) lead is not going to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.